Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(4) 2014. This report is filed (B)(4) 2014. Device is currently unavailable.

Event description:
Per the clinic, the patient experienced non auditory pain/sensation with and without device use, subsequently resulting in device nonuse. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed september 24, 2014.